Manufacturer narrative:
Additional information was added to d5, h6 and h11. H11: the device(s) were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had ongoing underinfusion issues. These issues were further described as the medication not being infused at the rate the pump indicated. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.